Manufacturer narrative:
Due to character limit in the e section event site address, the full event site address is: no. 111, dade road, (B)(6), guangdong province. Due to character llimit in e section event site phone number, the full event site phone number is (B)(6). Updated sections: b4, d8, d9, e1- (event site address, event site city, event site telephone), g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) h11. A getinge field service engineer (fse) evaluated device and prompts that the automatic inflation is faulty. The customer replaced the spare device and continued to use the patient without causing any harm to the patient. The device function was restored after replacing the 5000-hour maintenance kit (d040-00-0147). All functional checks of the device were carried out in accordance with factory requirements, and the inspection results met the requirements, and the device can be used normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation error. The customer replaced the spare device and continued to use. There was no patient harm reported.